Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed and found to have an issue. The e-100 generator was installed onto the test system and failed testing. The power led turned red, and the bipolar led did not turn on; cannot cut/seal. The visual inspection showed no physical damage. The complaint was confirmed based on the field evaluation/failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the defective e-100 generator to correct the reported problem. The system was retested and verified as ready for use. Isi has received the e-100 generator; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the e100 generator power light illuminated red. The e100 generator was power cycle; however, the issue persisted. An integrated electrosurgical unit erbe (erbe) generator was used to complete the surgical task. The procedure was continued with no reported injury. Intuitive surgical inc (isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.